Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is approaching time for device replacement. Battery voltage was 2.623 on (B)(6) 2016. However recommended replacement time (rrt) was not triggered as the voltage the day before was 2.63. The device was subsequently returned and analyzed. Analysis revealed normal battery depletion. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had reached elective replacement indicator (eri) with unexpected longevity. The device was implanted for four years and had delivered no therapies since implant and had normal outputs. The physician inquired about the reason for the short longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.